Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient was experiencing electrical fault alarms. The controller (B)(4) was exchanged and returned to the manufacturer for analysis. There was no reported patient injury as a result of this event. The controller passed visual examination and functional testing; the device performed per specification under testing conditions and the reported event was not able to be duplicated at bench level. Review of the logs confirmed the controller fault alarm due to an automatic power switch (aps) fault. The root cause for the reported "controller fault" alarm was found to be a failure of the automatic power switching circuit associated with reverse bias leakage current, likely a result of a compromised component supplied by an external manufacturer. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Eleven days post hvad implantation the patient experienced a "vad stopped", "change controller" alarm and an emergent controller exchange was performed by nursing staff. The patient tolerated the exchange and there were no further reports of alarms during the remainder of his hospitalization. The site reported that the patient experienced a controller fault alarm two hours earlier that was not heard by the patient. He was discharged home five days later in stable condition. The controller has been returned to the manufacturer for analysis. Investigation is ongoing.